Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was discarded in the operating room and would not be returned.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4) , implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1.5 mg/ml morphine at 0.198 mg/day via an implantable pump for non-malignant pain. It was reported that the patient began to experience a loss of pain relief shortly after a pump refill. A subsequent dye study was unsuccessful at aspirating the catheter via the catheter access port. No environmental, external, or patient factors were noted to have led or contributed to the issue. An MRI and x-rays were performed to visualize the catheter. The surgeon was asked to do a catheter exploration and possible revision after the dye study was aborted. Upon opening the pump pocket, the surgeon was able to visualize the catheter access port and was able to easily aspirate medication/cerebrospinal fluid (csf). It was noticed that the catheter wasnot coiled and placed behind the pump in the pocket as normal and the catheter did have some acutely angled curves that could possibly make aspiration difficult based on body position, however this was noted to be hypothetical. Additionally, one of the collets on the catheter connection was broken and the catheter also appeared to have some damage to the exterior sheath distal to the catheterconnection, which was suspected possible damage from access attempt with the needle. The surgeon decided to replace the pump pocket portion of the catheter as well as replace the pump itself since the existing pump had to be removed from the pocket. After re-attaching the pump to the new pump segment of the catheter, the doctor was able to easily aspirate from the access port. The issue was noted to be resolved and the patient status was "alive - no injury". No further issues were reported or anticipated.